Event description:
During follow-up, oversensing on the atrial channel was noted. The physician performed reprogramming on the device during the last follow-up. Technical support was contacted and suggested additional reprogramming to resolve the issue. Additional reprogramming was performed to resolve the issue and the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing on the atrial channel was noted. The physician performed reprogramming on the device during the last follow-up. Technical support was contacted and suggested additional reprogramming to resolve the issue. The patient was in stable condition.